Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0957 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during an infusion of contrast media they noted a flowing out of it from the distal portion of the device. No other information was provided.